Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 x2 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that a power on reset (por) occurred on the device. The por was clear from the device and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated power-on reset parameters were present. Critical ram parity error recorded on (B)(6)-2013. Parity error is considered low severity and the device should be able to recover after reset.